Event description:
Customer reported that there was a crack in the transformer housing. Upon receipt of the product and qe eval a breach in the transformer housing was observed.

Manufacturer narrative:
Product was received and evaluated by qe and confirmed a breach in the transformer housing. The issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering info. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply measured n/a as the unit could not be plugged in. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 55.6 ohms, which is normal and indicates that the thermal fuse did not blow.